Event description:
It was reported the patient reported in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited a noise problem. No changes or intervention was performed. The patient condition was unknown.